Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated field: d8, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image display, damaged cable unit and failed leak testing at the cable unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: traced to a component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported during inspection for use, the autoclavable camera head it is not recognized at insertion on the control unit and a color bar was displayed on the image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.